Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the distal conductor fractured due to overstress, the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched. The analyst commented that the helix will not extend and retract due to the distal coil distorted and fractured within the connector.

Event description:
It was reported that there was a bent/fractured fixation mechanism on the lead and it was difficult to deploy. It was further reported that the lead had positioning/fixing difficulties, unacceptable thresholds, no capture, high impedance and was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a bent/fractured fixation mechanism on the lead and it was difficult to deploy. It was further reported that the lead had positioning/fixing difficulties, unacceptable thresholds, no capture, high impedance and was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.